Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The calibration and qc data were acceptable.

Event description:
There was an allegation of questionable hcg stat elecsys results from the cobas e411 rack analyzer. The initial result was >10000 miu/ml with a data flag. The repeat results were 7651 miu/ml with a data flag and 55540 miu/ml with a data flag. On (B)(6) 2022, the repeat result from the same analyzer was 54456 miu/ml and the result from another analyzer was 59620 miu/ml. It was requested but not known if a questionable result was reported outside of the laboratory. The result of 55540 miu/ml was believed correct. The reagent lot number was 62829301 with an expiration date of 31-oct-2023.

Manufacturer narrative:
The investigation is ongoing.